Manufacturer narrative:
Estimated date of event.exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspections were performed on the returned device. A needle to cuff miss was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
The customer returned a perclose proglide device without providing any further details. Analysis of the returned device found a link pull, the link was pulled out of the swage end of the cuff. A device in this condition could not achieve hemostasis. Subsequently, a failure to achieve hemostasis would have occurred requiring an alternative method to achieve hemostasis. No additional information was provided.